Manufacturer narrative:
Device manufacturing history records were reviewed. Review of the lead device history records confirmed all quality tests were passed prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Corrected data: it was determined that the event reported in this manufacturer report was also reported in manufacturer report #1644487-2015-06116.

Event description:
On 12/18/2015 it was reported that the hospital will not return explanted devices. Clinic notes were received dated 09/01/2015 which indicate that the patient doesn¿t know if the vns is working properly and feels that it may not be.

Event description:
On (B)(6) 2015 it was reported that the patient underwent what was supposed to be a full revision surgery but when the new generator was placed on the patient's current lead, the impedance came back in range, 2100ohms, on four different system diagnostics tests. The surgeon then put the old generator back on the lead again and system diagnostics showed high impedance. The surgeon then put the new generator back on the lead and impedance results were within normal limits. Attempts were made for product return but the generator has not been received for product analysis to date.

Event description:
Additional information was received stating that the vns patient¿s device had been previously tested twice and both diagnostic results show a high impedance condition. The patient began experiencing an increased seizure frequency with up to 50 seizures per day. It was noted that the patient did not have any medications remaining as the patient has not been able to be seen by a physician.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death.

Event description:
The patient reported that x-rays and diagnostics were recently completed. X-rays revealed no anomalies, and diagnostics were within normal limits.

Event description:
It was reported that high lead impedance was detected on the patient¿s vns system. The patient recently moved states and has a new treating physician. Previously in (B)(6) 2013, it was reported that the patient was unable to see her vns physician to check her device due to insurance reasons. The patient was seen by a new physician on (B)(6)2014 and high lead impedance was found on diagnostics again. However, system diagnostics were performed several more times, and the impedance, as well as the delivered current, was reportedly normal. These tests were even run in different positions with the patient's head turned; however, a test was not performed with the patient lying down. The patient fell off a horse about a year ago and stopped feeling stimulation the way that she used to following the fall. No surgical intervention has occurred to date.